Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that 6 reservoir from the same batch all squirted out insulin after being filled. The customer did not provide further details. No harm requiring medical intervention was reported. Troubleshooting was not completed. The reservoirs will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test: found no leakage anomaly during filling. Did not continue dripping insulin after test. (B)(4).